Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I purchased all-night byte aligners with great anticipation. However, after consulting with my dentist, I learned that I need extensive dental work, mainly bone grafts on the upper left and right, due to a gum infection that could deteriorate my health. I recently had a tooth extracted, which was highly recommended by the dentist due to the infection. The letter of recommendation states that the patient needs to stop treatment due to periodontal issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.